Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated while using his coaguchek xs meter (serial number (B)(4)), he obtained the following results. He states a new finger was used for each measurement. On (B)(6) 2016 he obtained a result of 4.6 inr at 07:00 am. He tested again directly after and he obtained a result of 3.0 inr. On (B)(6) 2016 he obtained a result of 4.2 inr at 07:00 am. He tested again directly after and he obtained a result of 3.2 inr. It is unknown if any of the results were reported to medical personnel treating the patient. The customer's therapeutic range is 3.0 to 3.5 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 119110-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The returned customer material and retention material complies with specification. There were no error messages that occurred. There was no product problem found.